Event description:
This report summarizes two malfunctions. A review of the reported information indicated that model md800f, vena cava filter allegedly experienced detachment of device or device component, patient device interaction problem. These reports were received from various sources. Of the two events, both involved patients with no patient consequences. Both patients ranged from 34 ¿ 66 years of age, one patient was male, and another patient was female, and one patient weight was 135 lbs; however, one patient weight was not provided.

Manufacturer narrative:
H10: the lot number for two malfunctions was provided and a lot history review was performed. The devices for the two malfunctions have not been returned to the manufacturer for evaluation, however, medical records have been received. Detachment of a filter limb was confirmed but perforation of the ivc was inconclusive for one malfunction. Difficult to remove and filter limb detachment were confirmed but filter tilt and perforation of the ivc were inconclusive for another malfunction. Based upon the available information, a definitive root cause is unknown. The devices are labeled for single use.

Manufacturer narrative:
The lot number for one of the two malfunctions was provided and a lot history review was performed. The devices for the two malfunctions have not been returned to the manufacturer for evaluation, however, medical records have been received. Detachment of a filter limb was confirmed but perforation of the ivc was inconclusive for one malfunction. Both detachment of a filter limb and perforation of the ivc was confirmed for one malfunction. Based upon the available information, a definitive root cause is unknown. The devices are labeled for single use.

Event description:
This report summarizes two malfunctions. A review of the reported information indicated that model md800f. Meridian filter allegedly experienced detachment of device or device component and patient device interaction problem. These reports were received from various sources. Of the two events, both involved patients with no patient consequences. Both patients ranged from 34 ¿ 66 years of age, one patient was male, and another patient was female, and one patient weight was 135 lbs; however, one patient weight was not provided.

Manufacturer narrative:
For the two reported complaints, one lot number was provided. The sample were not returned for evaluation. The company is still investigating the issue at this time.

Event description:
This report summarizes two malfunctions. A review of the reported information indicated that model md800f. Meridian filter allegedly experienced detachment of device or device component and patient device interaction problem. These reports were received from various sources. Of the two events, both involved patients with no patient consequences. Both patients ranged from 34 ¿ 66 years of age, one patient was male, and another patient was female, and one patient weight was (B)(6) lbs; however, one patient weight was not provided.